Event description:
It was reported that the patient fell one month prior to report and had pain around the implanted device since. It was working on the patient's right leg but stimulation was no longer working down her left leg. The patient had a scheduled appointment with a physician on (B)(6) 2012. On (B)(6) 2012, it was reported that the patient was having the "stim" removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead; product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).